Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor compared to the built-in meter. Around (B)(6) 2021, the customer obtained a scan of 76 mg/dl as compared to a blood glucose test of 28 mg/dl on the built-in meter. When plotted on the parkes error grid, a sensor scan result of 76 mg/dl compared to the built-in result of 28 mg/dl fall into the "c" zone, showing the difference in values to be clinically significant. The customer experienced confusion, inability to move or talk, and was unable to treat themselves. The customer¿s wife brought the customer to the hospital where the customer received intravenous "glucosate solution" for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.